Manufacturer narrative:
(B)(4). The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the united states, it is similar to a device currently marketed in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery with mild tortuosity and heavy calcification that was 99% stenosed. Resistance was not felt during advancement of the 2.0 x 12 mm tenku balloon dilatation catheter through the lesion and it crossed successfully. The balloon ruptured during the first inflation at 12 atmospheres. A non-abbott replacement balloon dilatation catheter was used to dilate the lesion. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.